Event description:
It was reported that during a lobectomy procedure, one of the metal parts of the cartridge was found at the jaw and could not feed the cartridge into it. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.